Event description:
The patient had surgery on a patellar nonunion. During the surgery, a palm size area under the drape discolored and blistered. Upon noticing this change, the physician removed the drape. The skin underneath the discolored area came off with the drape. Pathology on the removed skin was conducted and concluded the tissue was consistent with a chemical burn.